Event description:
It was reported that post index procedure, the patient had coronary artery bypass grafting (CABG). The index procedure treated 2 target lesions. Target lesion 1 was a de novo bifurcated t-shaped lesion in the second obtuse marginal (om2). The vessel was 3 mm wide, 18 mm long, and 100% stenosed. There was moderate calcification and mild tortuousity. The physician predilated the lesion with a 2.5 x 30 maverick balloon prior to placing a 2.5 x 20 mm taxus liberte stent. A liberte bare metal stent (size unknown) was also placed. Residual stenosis was 0%. Target lesion 2 was a de novo lesion in the circumflex. The lesion was 2.5 mm wide, 18 mm long and 80% stenosed. There was mild calcification and mild tortuousity. The physician predilated the lesion with a 2 x 30 maverick balloon prior to placing a 2.25 x 20 taxus liberte stent. Residual stenosis was 0%. Flow impairment was noted in both vessels. During the 6 month follow up, it was noted that the patient had a CABG procedure. The site is unsure which vessel was treated and cannot obtain the surgical report. Additional information has been requested.

Manufacturer narrative:
A device has not been received for review; therefore, an analysis cannot be completed at this time. A review of the manufacturing record for the relevant batch has not been completed as the batch number is unknown at this time. Therefore, the root cause cannot be identified.